Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label, cracked battery tube threads, cracked case at the reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated crack was seen on reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.